Event description:
On 9/23/94, pt had placement of 7 french double lumen broviac. On 9/25/94 resident was notified that one port had been dislodged from catheter at junction. Repair kit was obtained from MFR and port was replaced using silicone adhesive.